Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 54-70 mg/dl which was addressed with the customer consuming carbohydrates. The cause for customer's bg was due to customer insulin stacking boluses. Recommendation was made to consult with healthcare provider regarding diabetes management.